Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent dislodgement occurred. The 80% stenosed and concentric lesion was located in the fibrotic ostium and proximal 15mm of the severely calcified left internal mammary artery (lima). The lesion was on a greater than 90 degree bend. Vascular access was obtained through the femoral artery. The lesion was pre-dilated with an unspecified quantum balloon catheter to 22atms. Post dilatation stenosis was 50%. Upon attempting to advance the taxus liberte 3.00mm x 24mm paclitaxel-eluting coronary stent system, significant resistance was encountered and the stent could not be advanced more than 5mm into the lima. While attempting to remove the stent delivery system, the stent was dislodged into the origin of the lima and subsequently from the ostium of the lima into the left subclavian. The stent was captured with an unspecified 3 mm balloon catheter and withdrawn into the right iliac artery and successfully snared out of the patient. It was reported that the procedure took 3 hours and the patient suffered severe hypotension with a blood pressure of 40. The procedure was aborted, due to this event. The patientâ's status was reported as "stable".

Manufacturer narrative:
Product analysis confirmed the difficulty as stated in the complaint. The dislodged stent was not returned for analysis. Visual and microscopic examination of the device revealed solidified contrast media was found inside the inflation lumen of the device and a severe kink on the hypotube. The kink was measured at approximately 64 cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. It is advised in the taxus liberte directions for use (dfu), that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. It is also advised not to attempt to pull an unexpanded stent back into the guide catheter as stent or, coating damage or stent dislodgment from the balloon may occur.a review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications.the most probable root cause was attributed to handling damage.bsc ID#: a00081956/twr#: 542138